Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt/check belt" messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode. Additionally, there was an open between ECG "b" and the distribution node (dn). The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported receiving "adjust belt/check belt" messages.